Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused increased difficulty breathing. The patient did receive medical intervention whereas an asthma spray needed to be used. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously mentioned in section b4 the incorrect date of 07/28/2022. The correct date should have been entered as 07/29/2022.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. (I follow the sequence of the linv). If it stated that the device was inspected in the external part of the device, then I would state that. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused increased difficulty breathing. The patient did receive medical intervention whereas an asthma spray needed to be used. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found evidence of minor wear and tear. The device was disassembled for internal visual inspection. The manufacturer found evidence of the minor amounts of dust contamination. The dust accumulation on the blower isolators was unusually greater than the rest of the airpath, but similar to the dust accumulation observed in the ports/seals. A small amount of black contamination was observed around the blower output seal which appears similar to the contamination seen in the device document (B)(4) which was found to be most consistent with keratin. A small piece of a blower box assembly wall, exterior to the airpath, was found partially chipped off. The damaged piece would not impact the functionality of the device and would have to fully separate and bypass the pollen filter in order to enter the airpath. The manufacturer also observed that the original blower assembly was replaced and appeared unused. The sound abatement foam appeared fully intact, and no evidence of foam degradation was observed. The manufacturer powered up the device using the returned power supply and power cord. Unit powered on and provided airflow. Review of the device log showed no errors logged. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within the device is consistent with being from an external source.